Event description:
During aaa repair in 2009, the patient was full of thrombus before the case. The physician planned to put a wall stent into the external iliac prior to the procedure due to tortuosity of the external iliac artery. Once this was done, the flex main body and two flex leg grafts were placed. The placement went as planned. The physician then placed a 12-60 wall stent within the contralateral limb and extended it just distal to extended into the external iliac artery. This was done to reinforce the vessel, as there was great tortuosity in the external iliac. Patient is fine.

Manufacturer narrative:
The zenith line of aaa products meet the design input requirements and that the design input requirements meet the needs of the user. Instructions for use (IFU) is shipped with each device listing the indications for use, warnings and precautions, and the proper deployment sequence. The device remains implanted and no images were provided to assist in this investigation. At this time, we are unable to determine the exact cause of the difficulty encountered. However, we have notified the appropriate individuals and we will continue to monitor for similar events.